Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. No signs of a ligature were found. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - an alert on home monitoring showed that the patient received 5 inappropriate shocks. Egms showed that this lead most likely was dislodged. This lead was explanted and replaced. Upon opening the pocket it was observed that this lead was able to move freely in the suture sleeve. The lead was free floating and removed with ease.

Event description:
Ous MDR - an alert on home monitoring showed that the patient received 5 inappropriate shocks. Egms showed that this lead most likely was dislodged. This lead was explanted and replaced. Upon opening the pocket it was observed that this lead was able to move freely in the suture sleeve. The lead was free floating and removed with ease.